Manufacturer narrative:
(B)(4). Batch #: u5f974. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: slide the knife reverse switch forward to return the knife to the home position the event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an open sigmoidectomy, no sound of the knife reverse switch working was heard after the 2nd firing of feea. The surgeon wondered if the knife returned to home position right after it reached to the tip of the cartridge. The firing seemed completed properly. The device was used on the colon. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.